Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The image intensifier power supply was replaced and calibrated. The system was tested and operates as intended.

Event description:
The customer reported that there was no image displayed on the 7700 system. No patient injury was reported.